Event description:
Information received indicates the bed will not go into the reverse trendelenburg position.

Manufacturer narrative:
The technician found a pin missing from the connection of the pedal to the foot section release rod. The technician replaced the pin to repair the stretcher.